Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo confirmed the presence of air bubble and foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - non-biological and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, 118 tubes had a black dot on the inner wall, and 227 tubes contained air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, 118 tubes had a black dot on the inner wall, and 227 tubes contained air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.